Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision due to difficulty charging and patient also wanted magnetic resonance imaging (MRI) compatibility. The implantable pulse generator (ipg) was replaced. The patient was stable post operation. The facility disposed the device per facility rule so it won't be coming back for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.